Manufacturer narrative:
Concomitant medical products: model: 694958, lead; implanted: (B)(6) 2007.

Event description:
It was reported that the patient had experienced a syncopal episode which resulted in a head injury and "pauses" were noted on the telemetry strip. The patient's implantable cardioverter defibrillator (ICD) exhibited loss of capture and a "pacing problem." The patients right ventricular (rv) lead exhibited no capture, along with high and unstable thresholds. In office tests and pocket manipulation showed no signs of oversensing, normal impedance levels and no signs of fracture. The device and lead were reprogrammed. At a later date the rv lead was extracted and replaced, while the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.